Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported with a description of intraocular lens (iol) was delivering properly, it got caught and was subsequently damaged. Additional information has been requested, received and stated the trailing haptic stuck during the lens loading process. The procedure was completed with unspecified backup lens. There was no patient contact.